Event description:
It was reported that the device was explanted due to loss of capture after 3 years of implant. The replacement device functioned perfectly. No patient complications were reported as a result of this event.